Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod was tested in a jig with an external remote controller (erc) and it exerted no force. Additionally it was found that the outer casing, magnet and extending bar had seized. No additional information is available.